Manufacturer narrative:
Multiple attempts have been made to retrieve the device for evaluation, and it is yet to be received in-house. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: leaking saline along with smoke. Probable root cause for flow too high and equipment leaks: 1. Material/design error. 2. Constant irrigation flow is not maintained leading to limited field of view. 3. Stopcocks in improper configuration. 4. Large anatomy. 5. Missing o-ring. 6. Damaged or deformed o-ring. 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette). 8. Clogged tubing. 9. User error. Probable root cause for smoke smell or flames coming from device: 1. Insulation melting. 2. Excessive cauterization. 3. User error. 4. Nonconforming electrical components. The reported failure mode will be monitored for future reoccurrence. Update to e1, initial reporter phone.

Event description:
It was reported that the device emitted smoke.

Event description:
It was reported that the device emitted smoke.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.